Manufacturer narrative:
Arjo received a call from the customer to replace the broken side rail on enterprise 8000x bed. There was no patient involved. No injury was reported. The safety rails are an integral part of the enterprise 8000x bed frame. This bed has four side rails, two on each side of the bed. The device evaluation performed by the arjo technician revealed that the patient left head-end side rail was damaged. One of two upper arms and lower arm (components responsible for keeping the side rail in the raised position) detached. The circumstances in which the safety rail was damaged are unknown. The faulty part was replaced, the device was tested and confirmed as operated correctly. To conclude, the safety side rail detached partially from the bed¿s frame, and from that perspective, the enterprise 8000x bed did not meet its manufacturer specification. There was no patient involved. The complaint was decided to be reportable due to the safety side rail malfunction (one of the upper arms and lower arm detached).

Manufacturer narrative:
The investigation is ongoing. The results of the analysis will be provided upon conclusions of the investigation.

Event description:
Arjo received a call from the customer to replace the broken side rail on enterprise 8000x bed. There was no patient involved. No injury was reported. The device evaluation performed by the arjo technician revealed that the patient left head-end side rail was damaged.